Event description:
It was reported that during preparation, upon opening the package to begin set-up, it was discovered that the seal on the syringe was broken and appeared to be contaminated. A new delivery device was used to complete the procedure. There were no patient complications.